Event description:
The company was made aware that a patient had a fall and began having charging issues. The physician performed a revision surgery to resolve the issues.

Event description:
See h6 for updates.